Manufacturer narrative:
The red alert was documented and no other adverse issues have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shocking impedance measurement greater than 125 ohms. No adverse paitent effects were reported.